Event description:
On (b)(46 2017, the lay user/patient¿s husband contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter was not holding charge. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable to state when the alleged issue first began. The patient manages her diabetes with a combination of medications (metformin, levemir and victoza; dosages not reported) and the reporter advised that the patient reduced her food and/or drink intake at 5 p.m., on (B)(6) 2017, in response to not being able to test her blood glucose with the subject device. The reporter advised that approximately one week after the alleged issue occurred, the patient developed symptoms of ¿nausea, diarrhea and weakness¿. The reporter claimed that the patient visited her doctor¿s office (date and time not reported) and that the doctor treated her with insulin; however, the patient was unable to recall the type or dose). The reporter was unable and/or unwilling to confirm if the patient¿s blood glucose was measured on another device. At the time of troubleshooting, the csr established that the product was not being used for the first time and noted that there was no apparent misuse of the product. The csr also noted that the meter was not charged until the ¿charge complete¿ message appeared. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical treatment from her doctor for an acute high blood glucose excursion after the alleged issue occurred.